Event description:
Boston scientific crm received information that during the device upgrade procedure; after opening the sub-pectoral pocket it was noted that the header of this cardiac resynchronization therapy pacemaker appeared loose in the pocket. The setscrews were difficult to loosen; however, eventually the setscrews were loosened without disturbing the leads. The device was carefullly removed from the pocket, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis testing noted that the device had normal operation with the programmer. The battery status was good, and the battery gauge was pointing to 30% remaining. Output parameters of the rv, lv, and the atrial ports measured normal. The device passed all electrical testing, which verified proper operation of the pacing and sensing functions of the device. Although the device did not declare ert prior to explant, a longevity calculation was performed on the device which confirmed that the device was depleting normally. All six setscrews were found to move fully and freely in both directions. No irregularities were found with set screw functionality. Microscopic visual inspection of the header of the device noted that the header was separated from the case of the device. It appears that the medical adhesive had not properly or completely adhered to the case of the device. The header of the device was not broken. The case of the device under the header was clean, with no evidence that the medical adhesive was torn away from the header. This evidence suggests that the medical adhesive may not have properly bonded to the case of the device.